Event description:
The customer reported that his olympus hd camera head had poor contact, causing the image display intermittently during reprocessing. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. A faulty cable was discovered and causing some stripes to appear in the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable failure could not be determined. Olympus will continue to monitor field performance for this device.